Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc231650e0. Model: sc-2316-50e. Serial: (B)(6). Batch: 7245323.

Event description:
It was reported that following a trial procedure, the patient developed hematoma at the lead insertion site. Symptom of pain was noted. The physician decided to abort the trial and pulled the leads after failed attempts with medication and bandaging. The hematoma was caused by the physicians difficulty in inserting the leads. The physician believed that the hematoma was related to the procedure rather than the device. The explanted leads were discarded by the medical facility.

Manufacturer narrative:
Correction to initial MDR in field h6 and h11. Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: model number/catalog number: sc-2316-50e, serial number: (B)(6), batch/lot number: 7245323, model/catalog description: infinion 16 trial lead kit 50 cm, unique identifier (UDI) #: (B)(4).

Event description:
It was reported that following a trial procedure, the patient developed hematoma at the lead insertion site. Symptom of pain was noted. The physician decided to abort the trial and pulled the leads after failed attempts with medication and bandaging. The hematoma was caused by the physicians difficulty in inserting the leads. The physician believed that the hematoma was related to the procedure rather than the device. The explanted leads were discarded by the medical facility.